Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support, which included several steps such as disconnecting tubing, tightening connections, and delivering multiple boluses. Ultimately, the resolution involved replacing necessary supplies and resuming insulin therapy.